Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed an unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.